Event description:
Per the clinic, the device was explanted on (B)(6) 2011 due to poor performance. There are no plans to reimplant the patient with another device as of the date of this report, february 23, 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed april 14, 2014.